Event description:
It was reported that after implanting an intraocular lens in the right eye, a female patient started experiencing halos and starbursts. As a result, the lens was explanted in a secondary procedure. There was no patient injury reported. There was no vitrectomy or incision enlargement. No further information has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was identified as a multifocal lens because of the presence of rings on the optic surface. The lens was damaged with one (1) haptic cut, most likely during the explant procedure. A visual inspection of the return sample showed the lens was a multifocal lens. Apart from the damaged haptic and contamination as a result of lens return; the lens condition is consistent with an explanted lens. The manufacturing and sterilization review indicated that there were no deviations. There were no associated nonconformity material reports. There were no deviations in the environmental monitoring records for the production order. There were no process and/or material changes within the production order. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Based on device history review (DHR), review of the non-conforming materials reports revealed that there are no associated nonconformity material reports with respect to this order number. Review of the sterilization records showed no deviations. Results of environmental monitoring records showed no deviations for the associated order number. A review of the raw material/manufacturing procedures was done and did not show any change in process or material that were related to the complaint. All pertinent information available to abbott medical optics has been submitted. Placeholder.